Event description:
While using a 4.00mm acromionizer burr it was reported that small metal shavings came off into the joint. The surgical staff reported that the metal shavings were vacuumed out as much as possible but inevitably some must have been left behind. No patient injury reported. A back up device was on hand to complete the procedure.

Manufacturer narrative:
Device evaluation: one burr was returned for evaluation. The burr was visually evaluated with 10x magnification and it was evident that the returned burr was unused. There was no evidence of fluid flow or active irrigation throughout the device. In addition, there were no signs of wear on the shrink tube or bushing. Functional testing was performed and the inner blade rotated freely within the outer blade. Without the returned used blade, the manufacturer is unable to confirm the reported failure. A review of the device history record was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. (B)(4).